Manufacturer narrative:
No similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.7 vticmo 13.7 implantable collamer lens of -10.0/1.0/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise was observed. On (B)(6) 2021 the lens was exchanged for a same model and size but different power. The exchange lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Corrected data; h10 in previous MDR claim number (B)(4), should be corrected to claim number (B)(4). Device evaluation: h6-device evaluation: lens returned in a micro-centrifuge vial with moisyure. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).